Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower, user had mentioned that the remote manager at the infusion center pyxix had constantly failed. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Additional information: section b describe event or problem and section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user had mentioned that the remote manager at the infusion center pyxis had constantly failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: concomitant med prod data. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failing. A field service engineer (fse) performed remote manager corrective action and tested within application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower, user had mentioned that the remote manager at the infusion center pyxis had constantly failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.